Event description:
A pt had an anterior resection on (B) (6) 2010 due to sigmoid colon cancer, above 19 cm from the anal verge. End to end anastomosis was performed above 12 cm from the anal verge using the car. Anastomotic leakage occurred on postoperative 2nd day and temporary ileostomy was made on the same day. On colonoscopy finding, a 1/4 circled defect around the car was found. Any procedure was not performed on the anastomosis and the ring was expelled on pod 9.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd) and the importer (niti surgical solutions inc), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. Leaks are anticipated adverse events in colorectal anastomotic procedures and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.